Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The possible causes of failure of the image sensor are 1) connecting/disconnecting the video connector several times while the video system center was powered on caused the situation that overcurrent flowed. 2) connecting the video system center while moisture was attached to the electrical contacts of the video connector caused the situation that short circuit occurred or 3) static current was applied to the electrical contacts of the video connector. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image did not appear, curved rubber scratched, curved rubber adhesive missing, scratches found on video connector, scratches found on operation part, scratches found on grip, scratches on angle lever, scratches found on the nigiri cover, scratches are found on the light guide connector, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibiting defective image. Upon inspection and testing of the customer returned device, the scope exhibited no image due to damage to the imaging unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.